Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of "high" results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 90-125mg/dl fasting. Verified the strips expire 06/22/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of "high" results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 90-125mg/dl fasting. Verified the strips expire 06/22/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.